Event description:
Caller states patient received results of 51 mg/dl and 96 mg/dl within 10 minutes on the inform system using comfort curve test strips. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.